Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the error being displayed is traced to corrosion on endoscope connector. However, the most probable cause of sticky connecting tube and dirty angle wire and universal cord could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the device displayed incompatible scope error 315, sticky connecting tube, and dirty angle wire and universal cord. There was no patient involvement.